Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, g7, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between sheath. The sheath was returned covering the catheter tubing. A kink was observed on the catheter approximately 39.4 cm from the iab tip. The three-way stopcock was also returned. - a sensor output test was performed, and the sensor was found to be within specification. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No non conformances were found that are considered to be related to the event.

Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, the blood pressure signal via the optical fiber was output without any problems, but an "optical sensor calibration impossible" occurred. The displayed waveform and blood pressure were not low, and no kinks in the catheter were observed. As an optical sensor was used, the flush system and pressure transducer were not used. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).